Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not verify the reported event or draw any conclusions based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor. Based on the inability to confirm the reported event or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt reports that the cup is coming loose and the screws are not holding. Exam notes provided by the pt indicate that on (B)(6) 2008, a fractured screw was noted. The pt has not been revised to address the screw fracture.